Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the trailing haptic got stuck in the wound due to a high resistance on the plunger. The surgeon had to manipulate the lens correctly into the capsular bag resulting in prolonged surgery. There was no harm or injury to the patient. The device is not accessible for testing. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone toric rao610t batch: 024234229 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch: 024234229. The cause of the event cannot be established from the available information.

Event description:
On 24th november 2025, rayner received notification from a healthcare facility in france of an event that occurred during use of a rayone toric rao610t. The event description provided states that the trailing haptic got stuck in the wound due to a high resistance on the plunger. The surgeon had to manipulate the lens correctly into the capsular bag resulting in prolonged surgery.

Event description:
On 24th november 2025, rayner received notification from a healthcare faciltiy in france of an event that occurred during use of a rayone toric rao610t. The event description provided states that the trailing haptic got stuck in the wound due to a high resistance on the plunger. The surgeon had to manipulate the lens correctly into the capsular bag resulting in prolonged surgery.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the trailing haptic got stuck in the wound due to a high resistance on the plunger. The surgeon had to manipulate the lens correctly into the capsular bag resulting in prolonged surgery. There was no harm or injury to the patient. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were partly open, plunger soft tip was observed coming out through the split in the nozzle. The lens was not included with the return. Iol remains in situ. Following this observation, the injector was disassembled, and it parts were inspected under 10x magnification. This cosmetic inspection did not identify any other damage to injector parts than split in the nozzle material. Due to the damaged nature in which the injector was returned (split nozzle), it was not possible to perform any device testing. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone toric rao610t batch 024234229 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 024234229. While it is not possible to establish root cause, the most likely scenario by which the nozzle has split in this case is a build-up of pressure because of continued injection at the point the lens became trapped, a deviation from the IFU.